Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a low anterior resection procedure, the shape of the donut was not made at once. The op finished safely and patient current status is very fine. No op time delay occurred. Last known patient status is stable. To correct the incomplete donut, it was sutured. There was no unanticipated tissue loss or damage, and no blood loss of 500cc or more.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler. The visual inspection of the staple guide noted the instrument was fully applied. A microscope examination of the device displayed (B)(6) on the knife blade. Inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. The investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.